Manufacturer narrative:
Updated block: d10.

Manufacturer narrative:
Per the end user, the epgs did not fail, it only displayed the message that it needed servicing. The perfusionist used a blended gas line from the anesthesia machine to use with the patient circuit. The field service representative (fsr) did not see a service message. The fsr removed the epgs and installed a sechrist blender. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) displayed a, "service gas system" message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician observed the oxygen (o2) sensor results to be unstable at higher o2 blends. The o2 sensor was exchanged with a lab use only sensor and the readings were stable throughout all gas blends.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.